Manufacturer narrative:
.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the load sequence, the customer received a minimum fill error. After multiple attempts, the customer completed the load sequence successfully. There was no impact to the customer's blood glucose level.